Manufacturer narrative:
Follow up report will be filed when evaluation is complete.

Event description:
It was reported that arterial line was placed w/o difficulty. Catheter was flushed and flow was good. Wire was placed w/o incident. However, upon attempt to retract wire, resistance was met. Upon removal, wire was frayed and fragment was retained in pt. Patient sent to surgery for cutdown. Retained piece (approx 1-2" long) was removed. There were no associated pt complications reported.